Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient via manufacturer representative who was implanted with an implantable neurostimulator (ins) for unknown indications for use. It was reported that pt saw several error messages on their handset while recharging. While pt was describing their recharging situation pt mentioned meeting with a mdt rep about two months ago, (B)(6) 2021. Pt was unsure when their symptoms returned. Pt stated they met with this rep in person at mercy in south county. Pt stated they told the rep they were losing a lot of urine especially in the night and they were going through about 60 pads a week. Pt stated the rep then reprogrammed their stimulation settings to an uncomfortable level. Pt mentioned they decreased their stimulation to a comfortable level in their bicycle seat area. Pt stated they were working with a urologist at the time who was not familiar with their mdt device. Information was received from a patient (pt) regarding a recharger later and repeated same message that they saw several error messages including: 1710 and 4100. Pt stated they were trying to recharge today ((B)(6) 2021) and saw the error messages. Pt stated the recharger would turn off every few minutes. Pt stated they conducted the following troubleshooting steps were performed; repositioned and retightened the belt, repositioned the recharger. The troubleshooting steps that were taken before the call resolved the issue. Pt confirmed they had established an excellent connection and pt recharged their battery from 80% to 100% on the call. While recharging, pt stated about two to three weeks ago they had experienced a return of symptoms. Pt could not confirm if they were experiencing a 50% or more reduction in symptoms. Pt stated they were losing water again. Pt stated they used to get a "signal" that would tell them when to go to the bathroom and they could make it. Pt stated now they do not get the "signal" like they did before and the "signal" is shorter. Pt stated they will now urinate a few minutes before they go to the bathroom when they have to go. Pt stated they lose more water at night. Pt stated they had previously adjusted their stimulation and that this stimulation level is holding back the water better and they should be able to last until their appointment with their hcp on (B)(6) 2022.  Pt declined to increase stimulation over the call. The patient was redirected to their healthcare provider to further address the issue. Pt stated they have an appointment with their hcp on (B)(6)2022. Additional information was received from a healthcare provider (hcp). The hcp reported that the last time the patient was seen in their office was on (B)(6) 2021, and they did not have access to the other doctor's office records. Additional information was received from the patient. They called back and needed help recharging. They had woken up that morning with so much water in the bed. They did not think the battery was holding a charge. The caller was walked through how to successfully connect the recharger to charge the stimulator. The patient was going to meet with the manufacturer representative on monday. They noted the recharger was plugged in all night, and it only had 75% charge.